Event description:
As reported: "axsos tibial screw removal surgery. One screw did not turn at all. Two driver bits were broken. The screw head was dug out with a carbide drill. The remaining screws were removed with a hospital-owned driver (t15)."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Device inspection revealed the following: the received screwdriver bit shows signs of normal and prolonged usage however its tip is found to be broken. The breakage surface shows signs of slight rotational deformation/waves. Absence of plastic deformation indicates that the breakage was instantaneous due to high torsional and bending overload. However, it cannot be excluded that residual stress from previous usage also contributed in the breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. The breakage of the tip happened due to a torsional and bending overload, the likelihood of which is greater during an explantation. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "axsos tibial screw removal surgery. One screw did not turn at all. Two driver bits were broken. The screw head was dug out with a carbide drill. The remaining screws were removed with a hospital-owned driver (t15)."